Event description:
A distributor reported that the insulin pump failed to start despite attempts to power it using different cables. There was no information provided about the impact on the customer's blood glucose level. The malfunctioning pump is being returned, and a replacement pump has been arranged.